Event description:
It was reported via clinic notes received on (B)(4) 2012 and dated (B)(6) 2012 that a vns patient had an increase in seizures in (B)(6) 2011 which required an increase to his vns settings. The patient typically has 4 or 5 seizure per month. Good faith attempts to obtain additional information have been unsuccessful to date.